Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level at the time of incident was of 410 mg/dl. Customer reported that the cannula was bent at the infusion set then they changed out the infusion set and after that their blood glucose went to 215 mg/dl. Customer mentioned the blood glucose values at different time such as 144, 344, 351 and 125 mg/dl. Customer was using auto mode feature at the time of event. The customer did not provide the symptoms regarding high blood glucose. Customer was not felt well and also suggested to call to healthcare professional regarding high blood glucose. Customer was advised to change entire set, reservoir and insulin and treat per healthcare professional¿s instructions. Customer was advised to call back for assistance if high blood glucose persist. The insulin pump was not returned for analysis.